Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 83,160 joules while using the surgical fiber during a prostate procedure, the output beam was observed to be forward firing and not touching tissue. Time expended: 11:37 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.